Event description:
Pt had defibrillator & two leads implanted. Five days later pt was discharged apparently in stable condition. It is reporter's understanding, that sometime soon after, pt expired. Reporter understands an autopsy was performed at a funeral home. The defibrillator was explanted there and returned to the MFR by way of the doctor's office.